Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection was present at the patient's implantable neurostimulator (ins) pocket site. The patient's system was subsequently removed and the patient was treated with intravenous vancomycin as well as oral antibiotics. Cultures were positive for (B)(6). Patient is to consult with an infectious disease specialist.